Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device longevity calculation equals 86% and the battery depletion curve equals 92% resulting in a projected longevity at rrt of 94%. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Concomitant products: 6949 implantable tachy lead 2007 (B)(6); 4194 implantable pacing lead 2007 (B)(6). (B)(4). Event summary: performance data was collected from the device and analyzed. The device was pre/approaching elective replacement indicator (eri). The weekly battery voltage trend data shows a minimum battery voltage of 2.95 to 2.68 volts between (B)(4) 2012 and (B)(4) 2013 which is before device recommended replacement time (rrt) of less than or equal to 2.62 volts.

Event description:
It was reported that the device had possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.